Manufacturer narrative:
A secondary MDR was submitted under submission MDR # 3014526664-2021-00163 due to two stents being placed to completely resolve dissection event. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified on the left internal carotid artery during stent placement angiogram which led the physician to intervene by covering the dissection with an additional stent. After the stent was placed, a repeat intravascular ultrasound noticed additional residual defect, therefore, an additional stent was placed to resolve. The procedure was completed successfully and the patient's clinical condition after the procedure completion remained stable and intubated.